Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the sidecom board had loose pins where the communication cable attaches. The most likely cause was the bed being moved while the communication cable was attached to the wall placing stress on the connector pins. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.